Event description:
Received report from dsd fmc of a venous line separation from a catheter. During dialysis, the venous pressure was high and the machine alarmed. Subsequently, the patient's venous bloodline was found to be disconnected bloodloss<100ccs. Patient expired. Patient was a cancer patient that decided to discontinue chemotherapy and do not resuscitate. Patient dob:9/16/26, wt:59.09 kg. No sample or lot number are available.